Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the locking ring was slightly bent. Therefore, the poly would not fully engage the ring and the surgeon used a different cluster hole cup.